Event description:
The reporter stated that the surgeon was inserting a three piece silicone intraocular lens model aq2010v and the lens tore at the trailing haptic/optic junction. The lens was removed without enlarging the incision and another same model lens was inserted. The cartridge used is not the recommended cartridge to be used with a silicone lens.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn in half and a haptic is torn off. There is clear and reddish surgical residue on the lens. The cartridge was returned with no visible damage. There is clear and reddish surgical residue on the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for eval.